Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/22/2016 with the following findings: a review of the black box and alarm history showed multiple call service 078 alarms. A load step malfunction occurred during testing. This prevented further testing on the original complaint of a call service 078 alarm. Unrelated to the original complaint, the display had letters with a red hue. The battery cap threads were stripped and were unable to secure. A test cap was secured for testing. Moisture was observed through the display lens and in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment from the top to the bumper. The pump was opened to find moisture on the oled, motor flex connector, printed circuit board, and on the force sensor pins. An additional crack in the battery compartment was found at the case seal to the left side of the bumper pad. A leak was not found at this location.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. Reportedly, the pump was emitting call service 078-0008 alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.